Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo along with two injectors and one connector was provided to our quality team for investigation. Upon evaluation of the photo, tape is observed around the luer thread of the n40-o injector and tubing. The connection between the devices cannot be established due to the tape. Drops can be seen within the photo to indicate a leak, however, the location or cause of the leak cannot be established. The returned products were visually inspected, no damage or other defect was identified. Functional testing was performed, engaging and disengaging the connector and injectors, in all cases the products functioned properly and the force required to engage and disengage the components was verified to be within specification. Liquid was passed through the injectors and connector along with the IV tubing that was returned, the product was fully connected to the mating luer without issue and no leakages between any of the connections was observed. Dimensional testing was performed on the luer threading of the injectors and connectors, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. As the lot involved in this incident is unknown, a device history review could not be performed. Based on our quality team's investigation, a root cause related to our manufacturing process cannot be established at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 515056; batch#: unknown. Verbatim: 2nd event on friday (B)(6)2024: (B)(6). Patient returned to clinic this afternoon for pump dc with his brother. When rn moved patient¿s shirt aside, she noted a white powdery substance on the abdominal tissue and the phaseal connectors (n45-o and c35-o) separated. Rn noted the pump balloon was partially filled and no blue clamp applied. Rn immediately started to remove the dressing (paper tape) to determine where leak was occurred. She found it at the site of n45-o to pump tubing. Writer saved the pieces. She simultaneously asked the patient about the dampness. He stated he felt it after a couple of days of wearing the pump. He admits that when he first noted it, he saw the connectors separated. He said they ¿snapped back together¿ and applied band-aids to keep them from separating again. He does not remember if a blue clamp was attached. He did not call the office to inform the rn/md of leakage. Patient admitted that originally the connectors were on the right side of his abdomen, the side he sleeps on. He worries that placement may have contributed to separation and next time will have rn tape tubing and connectors to middle of abdomen. Rn checked with pharmacy regarding concern about skin exposure with 5fu and there was none. Rn notified patient and son this, they verbalized understanding. Rn checked with provider to see if he wanted another 5fu pump applied. Since he did not know the amount infused and noted that patient serious injury awareness date sample availability date of event customer response needed replacement requested describe customer concern received a bolus prior to infusion, it was decided to wait until next treatment. Pharmacy and patient agreed to the plan. This is not the first time this happened. The same concern happened on (B)(6)2024 however no leakage noted at that incident. Different patient, different rn applied the pump. Additional info: both events have been reported, lot # unknown, (B)(4) occurrences total (B)(6). No serious injury.